Event description:
It was reported that the patient with this pacemaker device exhibited undersensing. Technical services (ts) reviewed and stated that it appeared to be premature atrial contraction (pac) which looked like atrial fibrillation (af). Ts stated that it could be functional undersensing due to blanking after ventricular pacing. This device remains in service. No adverse patient effects were reported.